Manufacturer narrative:
The aquabeam console was returned for investigation. A replacement aquabeam console was provided to the account as part of warrantly replacement. During functional testing, an attempt was made to connect qa handpiece into the returned aquabeam console, and it was unsuccessful as the aquabeam console latch could not lock the handpiece in place, confirming the reported failure. The console was disassembled for further analysis.the high pressure pump assembly was removed from the aquabeam console and opened up. Remnants of broken helical gear could be observed inside the high pressure pump assembly. The root cause is unable to be established as it is unknown exactly what caused the helical gear to break. A review of the device history record (DHR) ab2000-b / serial number (B)(6) and aquabeam console / lot number 20c00586 was conducted, which confirmed that there was one (1) non-conformance issued to this lot during manufacturing that could potentially be related to the reported event. The lot was reworked to address the non-conformance. The console passed final inspection prior to release for distribution. The current user manual, um0101-00 rev. F aquabeam robotic system user manual, us, english was reviewed and states the following. Table 4 aquabeam robotic system status indications: confirm cartridge is fully seated into pump head and close latch (note: latch provides a tactile click upon closure). Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during setup, difficulty was experienced while attempting to latch the aquabeam handpiece pump cartridge into the aquabeam console. Multiple troubleshooting steps were performed; however, the issue persisted. As a result, aquablation therapy was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Component code = 4755 - aquabeam console, a reusable component of the aquabeam robotic system, controls the functionality of the high-velocity waterjet delivered by the aquabeam handpiece. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.